Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check post operatively rising thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. It was noted the ra lead had pulled back. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.